Event description:
It was reported by the customer a patient fell after exiting a centrella bed when the bed alarm failed to trigger, and the patient subsequently died. On an unknown date the patient was hospitalized for a lower gi bleed. On the day of the event (reported as ¿earlier in the day¿), the patient exited the centrella bed an unknown number of times, and the alarm triggered each time. Later that day, the patient exited the bed for an unknown cause and the patient fell. The bed alarm was noted to have been set; however, this time the alarm did not trigger when the patient exited the bed. The patient was assessed for any visible injuries, and none were noted. After ¿approximately 2-3 hours after the fall¿, the patient ¿showed cognitive decline and right sided droop¿. Per hospital protocol, vital signs were taken, a head-to-toe assessment was redone, and a head computed tomography (CT) scan was performed. The CT was found to be negative. The patient was described by the nursing staff as ¿fine¿; however, after an unspecified amount of time, the patient died. The cause of death was not reported; nor, was it reported if an autopsy was performed. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.